Manufacturer narrative:
H2: corrected data in b1 and b2.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a right reverse hybrid tka surgery performed on (B)(6) 2022, in which a porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. The implanted system seems to have medial subsidence. It is unknown how is this issue being treated. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Sections h6 and h11 were updated. H11: results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the surgical technique notes that fixation, support, and stability may be compromised if gaps are present between the implant and bone and notes to cement the tibial baseplate in the presence of poor bone quality. Component loosening is included in the instructions for use document related to knee systems, as a possible adverse effect secondary to mechanical and/or patient factors. A definitive clinical root cause could not be concluded. Immediate post-primary component orientation/alignment cannot be confirmed based on the images provided. Currently unable to rule out bone quality, size selection, implant positioning, or other mechanical and/or patient factors as potential contributors to the events. It is unknown if contact between tibial baseplate fins/stem and the previously implanted left tibial tubercle bone staple-fixation devices contributed to the left component event. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.